Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient developed an infection at the ipg site. Reportedly, the patient was prescribed antibiotics following the implant of his device and stopped taking them on (B)(6) 2018. The patient had no issues not until (B)(6) 2018 when he experienced a fever and the ipg site was discolored and swollen. Culture was taken but the results are unknown. As a result, the patient underwent surgical intervention to have their system explanted.